Event description:
It was reported to the aci sales professional that pt underwent a coronary diagnostic catheterization procedure in 2009. Access was obtained using a 6f sheath with no exchanges. The physician, trained to mynx, used the mynx vascular closure device to achieve access site hemostasis. The mynx deployment was successful, hemostasis was achieved and the pt was discharged without incident, per standard hospital protocol. Four days later, the pt returned to the physician's office with report of pain, redness and swelling at the access site and was admitted to the hospital for observational purposes per the office nurse's discretion. The physician was not present at that time. Ultrasound results were negative for hematoma and pseudoaneurysm. However, a "collection of fluid adjacent to the artery" was reported. Antibiotics were administered, first by IV, later switching to oral. Two days later, the access site was reported by the pt to have "ruptured" followed by a reduction in the local reaction and swollen area, and the next day, it was reported that the pt was still under observation, however, there was no further discharge from the access site. The pt remained afebrile. A surgeon was consulted on the same day, who recommended that he pt be kept for further observation. The surgeon saw the pt the following day, and was able to express a large amount of purulent fluid from the site. The pt was discharged without further clinical sequelae. The surgeon did not request any samples to be cultured. No further info could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no culture analysis, the cause of the reported local reaction could not be determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended pet instructions for use (IFU). The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. The review of the lhr (lot f0920303) indicated that the mynx device met all performance specifications upon shipment.